Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that power error detected was occurred in insulin pump. The blood glucose was 7.8mmol/l. Internal power source in the insulin pump was unable to charge. Power error detected recurred within a week.the customer was advised to revert back up plan. The product will not returned for analysis.

Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. Pump error 25 due to a connector resistance issue.